Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. Review of the event log found evidence of the iipv event. The cause could not be determined. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 118 (night drain #18) alarm was identified in the log. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2012 at 11:45:20. No additional information is available.